Event description:
It was reported that during a subtotal gastrectomy procedure, the surgeon reported that the pin was misaligned in the firing, therefore he understood why the staples were not formed properly. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). The analysis results showed that the tl90 device arrived in good visual condition and with a reload loaded on the device. The reload was returned void of staples. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.